Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the distal end of the cannula tube was cracked on one side. The crack started at the rim, and was roughly 1.25 long, oriented in the axial direction. The cannula gage pin did not fit through the distal end opening; the crack had caused deformation of the cannula wall. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si surgical 8mm cannula instrument was noted to have a crack along the distal end. No patient harm, adverse outcome or injury was reported.